Event description:
It was reported that during preparation prior to the procedure the physician noted that the guidewire coating was peeling off. There were no reported clinical consequences to the patient. No further information was provided.

Manufacturer narrative:
Expiration date: unk. Device manufacture date: unk. Addl PMA/510 (k): k002907.